Manufacturer narrative:
Additional information has been added which was not included with the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away. The customer reported death which did not require treatment possible. The customer reported the following led up to the event: troubleshooting was identified. The event involved product(s) mmt-1880, mmt-397a, mmt-332a. No further patient complications were reported. The customer discontinued the use of the device, product return was required for mmt-1880. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08735 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. No power error 25, low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. However, low battery alert was recorded and found in the formatted history file on: 04/11/2023 07:27:00.000. Insert battery alarm was recorded and found in the formatted history file on: 04/11/2023 10:04:20.000, 04/12/2023 20:47:14.000, 04/12/2023 20:57:00.000. Pump error 23 alarm was recorded and found in the formatted history file on: 04/12/2023 20:58:03.000 power loss alarm was recorded and found in the formatted history file on: 04/12/2023 20:58:03.000, 04/12/2023 20:58:21.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. The customer may have used a low power battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Please see below for pump errors/alarms noted 1 week prior to the event date 12-apr-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 04/06/2023 04:45:00.000, 04/06/2023 04:55:00.000. Sensorerroralert (801) was recorded and found in the formatted history file on: 04/06/2023 06:09:37.000, 04/06/2023 16:29:37.000, 04/06/2023 16:39:00.000, 04/06/2023 17:04:38.000, 04/06/2023 17:39:38.000, 04/06/2023 17:49:00.000, 04/12/2023 19:26:13.000, 04/12/2023 19:36:00.000, 04/12/2023 20:01:13.000, 04/12/2023 20:11:00.000. Sgcalibrationerror (776) was recorded and found in the formatted history file on: 04/08/2023 17:21:24.000, 04/09/2023 09:41:18.000, 04/09/2023 15:30:51.000, 04/10/2023 21:37:03.000, 04/11/2023 11:07:49.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor1 alert, sensor error alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date 12-apr-2023 listed on smartsolve and the days prior to the event date. 04/03/2023 dailytotalofallinsulindelivered: 433750 (43.375 u), 04/04/2023 dailytotalofallinsulindelivered: 450000 (45 u), 04/05/2023 dailytotalofallinsulindelivered: 430000 (43 u), 04/06/2023 dailytotalofallinsulindelivered: 363000 (36.3 u), 04/07/2023 dailytotalofallinsulindelivered: 800000 (80 u), 04/08/2023 dailytotalofallinsulindelivered: 589750 (58.975 u), 04/09/2023 dailytotalofallinsulindelivered: 377250 (37.725 u), 04/10/2023 dailytotalofallinsulindelivered: 316750 (31.675 u), 04/11/2023 dailytotalofallinsulindelivered: 228750 (22.875 u), 04/12/2023 dailytotalofallinsulindelivered: 144000 (14.4 u). An intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.